Event description:
Information was received indicating that a smiths medical cadd-legacy® plus pump has been over delivering and required a battery replacement. There were no reported adverse effects.

Manufacturer narrative:
Evaluation summary: the pump was visually inspected and found to be in good physical condition; the keypad and labels were functional and intact. Evidence of one 20ml bolus test was performed prior to returning the pump to smiths. Delivery accuracy testing was unable to confirm the customer's complaint. The pump's average delivery error was found to be well within the published specification of +/- 6%. The real time clock battery was replaced as preventative maintenance per the customer's request. Based on these investigation results, no corrective actions will be taken at this time. Smiths medical regularly analyzes complaint data and trends, and will take further actions accordingly.